Manufacturer narrative:
(B)(4) date sent: 9/16/2024 d4: batch # unk. Additional information: was the device locked on tissue with the jaws closed? No if yes, how was the device removed? N/a what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? As the 5th firing wasn't possible, they opened a new echelon using the new batterie without success for further usage. Did the jaws eventually open? N/a a manufacturing record evaluation was performed for the finished device lot/batch number, a9e26f, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a deep rectum resection, was able to successfully discontinue the rectum at pelvic floor level with 4 shots. 5. Shot at the deposition of the blind stump of the colon descendant was started by the device, but not completed. We opened a new device and replaced the battery, which had no effect. Head surgeon fired 4 times successfully but wasn't able to open the jaw the 5th time. Replaced further steps with hand stitches. No harm occurred to the patient. Surgery was not delayed due to the reported event. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent 10/29/2024. D4 batch #661c66. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the joint cover damaged and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 661c66, and no non-conformances were identified.